Event description:
Physician employed the use of a visi pro stent with a 6fr sheath and .035 guidewire for treatment of a 13mm moderately calcified, moderately tortuous plaque lesion in proximal location in the left common iliac artery of diameter 6mm which exhibited >60% stenosis. The device was prepped as per IFU with no issues identified. The lesion was not pre-dilated. The device passed through a previously deployed stent. When advancing the device, the physician encountered resistance. It was reported that during delivery of the stent, it came off in the sheath (from the left contralateral) while attempting to stent the right common iliac. The sheath was pulled back and the balloon was able to retrieve the stent but it had migrated out of the sheath. The stent was deployed in the left common iliac and on deployment, vessel dissection occurred. An everflex 6x60 stent was deployed to cover the dissection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.